Event description:
It was reported that during a biliary stenting treatment procedure, stent damage was noted. The lesion was located in the biliary artery. Lesion details are unk. The sentinol biliary stent delivery system 10x41mm was advanced to the lesion and had difficulty crossing the lesion. The catheter was removed and stent damage was noted. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
(B)(4).